Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Noise was noted on the patient's right ventricular lead with oversensing in ventricular fibrillation detection zone. No therapies were delivered. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.